Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a dynamic hip system (dhs) was implanted for a left fractured hip in 2005. The dhs was removed in 2007 because of a sliding screw disadvantage this report is for the screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Age at the time of the report in 2013 indicated as (B)(6) years. This report is for a screw, part and lot number unknown. Implant date reported only as 2005 and explant date only as 2007. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.